Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was able to replicate the reported issue; ¿cassette not attached properly¿ was displayed on the pump. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette alarm. There was unknown patient involvement and unknown patient harm.